Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had intermittent spikes of high impedance. It was further reported that the lead was fractured and was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had intermittent spikes of high impedance. The lead remains in use. No patient complications have been reported as a result of this event.